Event description:
It was reported that a filter leg had detached and was in the pt's lower lobe of the right lung. Reportedly, the pt presented with arrhythmias and some shortness of breath and a routine chest x-ray was performed. During review of the x-rays, the physician identified the detached filter limb in the pt's lung. It should be noted. The physician reported that the detachment was an incidental finding. The pt's symptoms were unk. There was no report of injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The device remains implanted; therefore, not available for eval. The event investigation is currently underway.